Event description:
Reporter states that after surgery, she pt began experiencing excruciating pain. As time went on this pain only became worst. Now she can barely walk. She also suffers for bladder problems and back pain too. This device has caused her serious nerve damage and since her surgery she has never felt better. Now she cannot work and even though she has applied for disability, it has not yet been approve. She is now having problems with her liver and pancreas and she suspects it should be due to the side effects of this device in her body. Due to the fact that she has no insurance, she cannot be seen by a specialist even though she has been referred by her pcp. She pleads with the FDA to help her and others in the same situation like her.